Event description:
The hcp reported that, after an implant duration of 37 mos, there was no more drug delivery. The pt was reported to have experienced no injury. The pump was explanted and returned to the MFR for analysis. A f/u report will be sent if add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is complete.